Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an exactamix automated compounding device was cracked. This was identified at the pharmacy. There was no patient involvement. No additional information is available.